Event description:
It was reported that a patient with cervical herniation had a spinal fusion procedure at c5-c6 using a cervical plate and screws. The patient later underwent a revision surgery to remove the devices due to a backed-out screw which was discovered 2-3 months post-operatively. During the revision surgery, the surgeon confirmed that the antimigration cap on the plate was broken. Per the report, no fragments remained in the patient and bone fusion had occurred. No patient complications were reported.

Manufacturer narrative:
(B)(4). A review of radiographic images showed lateral c5/6 acdf with plate and graft. "Postop films show marked subsidence and kyphosis eventually leading the plate to failure. Lower screws then backed out after loss of containment."

Manufacturer narrative:
(B)(6). (B)(4): patient had revision surgery but no symptoms reported. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis summary: visual and optical inspection confirms both anti-migration cap tabs broken off on one side. One of the broken off portions of the tabs have been returned for analysis. Optical examination of the broken off portion of the tabs reveal plastic deformation and witness marks noted on anterior face. Corresponding witness marks noted on the anterior face of two of the bone screws. Dimensional inspection confirms material thickness to be within print specification.